Manufacturer narrative:
Investigation: device history record review: a review of the device history record was completed for this batch. Product was manufactured at the bd (B)(4) site in december 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Customer sample/photo analysis: one photo was received for evaluation. Upon review of the photo there is an eclipse blood collection needle with the safety shield engaged over the IV cannula and what appears to be a yellow foreign matter on the shaft of the IV cannula. Investigation root cause summary: bd was able to confirm the customers¿ indicated failure mode with the photos provided. As there is no yellow powder that was able to be identified on the manufacturing floor a root cause is unable to be determined. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Physical samples are needed for further evaluation of the foreign matter and to help determine causation.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle there was an issue with foreign matter. It was stated ¿there was foreign matter (yellow powder) on thenneedle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Device was received. The following field(s) have been updated. Device available for evaluation?: yes. Returned to manufacturer on: 6/22/2018. Device returned to manufacturer?: yes. Device evaluated by manufacturer?: yes. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the needle with the incident lot was observed. Additionally, evaluation under magnification of the customer samples was performed and foreign matter, which was identified to be dried epoxy, was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer eclipse blood collection needle there was an issue with foreign matter. It was stated ¿there was foreign matter (yellow powder) on then needle.¿ there was no report of injury or further medical intervention.